Event description:
The customer noticed that the tubing was sometimes difficult to twist onto the reservoir. It was stated that after the pump was reloading the customer's bgs started to elevate. The pump did not have any alarm and the cannula was in good shape. Furthermore, the device was inspected end found moisture inside the pump. The reservoir was removed and there was a leaking around the flange were the tubing attaches. The pump was still delivering the insulin, but some of the insulin was leaking into the pump.